Manufacturer narrative:
Unit passed displacement test and selftest. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had audio issue. Customer stated that insulin pump passed the audio check. No harm was required during medical intervention. The insulin pump will be returned for analysis.